Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager hasp was misaligned. The field service engineer adjusted and realigned and secured the remote manager assembly to resolve the issue. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had a remote manager failure. The customer reported that there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.